Event description:
It was reported that the patient underwent a coronary artery bypass graft surgery on (B)(6) 2013. Sternal zip fix were used in the procedure. On (B)(6) 2013 the patient was brought back to surgery due to the formation of a seroma in the vicinity of the zip fix. The patient had inflammation and drainage of the chest wall. The status of the zip fix was unknown at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Placeholder.